Manufacturer narrative:
A device history records data was reviewed for lot number 169803 and no internal reject found during production. No sample received. If sample received sample evaluation will be performed and investigation will be updated. There were no machine issues that contributed to this issue. The container may be cracked during shipping and handling. There were no material issues that contributed to this issue. There were no measurement issues that contributed to this issue. There were no manpower issues that contributed to this issue. There were no mother nature issues that contributed to this issue. This issue has been determined to be an event with minimal risk as damaged container should not be used. Before use container/lid needs to be inspected for any damage. As per complaint notes the outer box was not damaged. The crack was inspected prior to use. All the containers except for 2 or 3 were cracked, damaged or chipped. The product was not repacked and was shipped by the distributor. The potential root cause has been determined to be container cracked during shipping and handling due to external stress/forces and environmental condition (temperature). Based on the existing controls, the internal reject and the complaint history review, additional correction or containment activities are not warranted at this time. No corrective action is required at this time. Although there have been no trends identified for this product, this complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/21/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a sharps container. The customer states the containers arrived cracked on the top lip and the side.